Event description:
It was further reported that the doctor was able to cross the lesion with a 10.0x60x75cm express vascular ld premounted stent system. It was originally reported that the stent was placed just before the target lesion but is corrected that the stent was successfully placed in the stenosis. When removing the balloon through the introducer, the balloon got stuck in the introducer and as a result both devices were removed together as one unit.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned inside a 7 french arrow introducer sheath with a 0.035" guidewire stuck inside the device. It was not possible to remove the guidewire from the device. Visual and tactile examination of the device revealed a kink located 15mm distal to the strain relief. This damage is consistent with the difficulty the physician experienced withdrawing the device from the sheath. The distal end of the balloon protruding from the sheath was slightly bunched, there were traces of dried contrast media visible inside the balloon. It was not possible to remove the device from the sheath. A solution made up of warm water and mucasol was injected into the side tubing attached to the sheath to see if that would dissolve any build up of blood or traces of contrast media that may have been preventing the release of the device from the sheath. The device was subsequently successfully removed from the sheath. The shaft proximal to the proximal balloon sleeve was stretched and damaged. The distal end of the balloon was slightly inflated with dried contrast media and the proximal end of the balloon was folded and wrapped. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2010-03733. It was reported that during a percutaneous transluminal angioplasty (pta) stenting treatment procedure, positioning and removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed de novo lesion was located in the mildly tortuous and moderately calcified common iliac artery (cia). The lesion was pre dilated with a 6mm wanda balloon catheter. A 10.0x40x75cm express vascular ld premounted stent system was advanced and difficulty crossing the lesion was encountered. The physician then made attempt to withdraw the stent system through the introducer sheath but was unsuccessful, and as a result the stent was placed just before the target lesion. After stent placement and during the second withdraw attempt, the stent system would not 'come back easily through the introducer' and got stuck. The procedure was completed with a different device. The patient experienced some abdominal pain post procedure. The patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2010-03733. It was reported that during a percutaneous translumial angioplasty (pta) stenting treatment procedure, positioning and removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed de novo lesion was located in the mildly tortuous and moderately calcified common iliac artery (cia). The lesion was pre dilated with a 6mm wanda balloon catheter. A 10.0x40x75cm express vascular ld premounted stent system was advanced and difficulty crossing the lesion was encountered. The physician then made attempt to withdraw the stent system through the introducer sheath but was unsuccessful, and as a result the stent was placed just before the target lesion. After stent placement and during the second withdraw attempt, the stent system would not "come back easily through the introducer" and got stuck. The procedure was completed with a different device. The patient experienced some abdominal pain post procedure. The patient status is good.